Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs, but was unable to reproduced error. Fse resolved complaint by cleaning and lubricating the x-2 axis drive assembly, also cleaned the s1403 home position sensor. Fse performed sample loader rack rotation test several times without error, validated the instrument by performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4303] sample loader x2-axis home overrun cause: the home sensor activated improperly after movement of the sample loader x2-axis. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event is due to dirty s1403 home position sensor which was causing intermittent continuity.

Event description:
A customer reported getting error message "4303 sample loader x2 axis home overrun" on the aia-2000 instrument. The customer performed a system reboot and attempted an all set home function but error persisted. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.